Event description:
Consumer complaint of blood result reading of "lo". Performed blood test resulting in lo. Performed a 2nd blood test- lo. Reviewed the meter memory: (B)(6) 2014, 9:53am, 94mg/dl; (B)(6) 2014, 11:36am, 105mg/dl; (B)(6) 2014, 9:54am, 96mg/dl; (B)(6) 2014, 11:15am, 118mg/dl; (B)(6) 2014, 8:41pm, 99mg/dl. Customer date and time is incorrect. Customer's normal range for his blood test is 130mg/dl-140mg/dl 1 or 2 hours after a meal. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned test strips produced lo readings. Black chemistry observed. Most likely root cause is due to improper storage. No further investigation required. Defect found.